Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-03333 / 03334). Device remains implanted.

Event description:
A right hip revision procedure has been indicated approximately eight years post-implantation due to elevated metal ion levels. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated or corrected.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. (B)(4). Concomitant medical products - biomet m2a magnum taper adapter catalog#: 139252 lot#: 367930, biomet taperloc femoral stem catalog#: 103203 lot#: 679770. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
It was reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to loosening of the acetabular cup and osteolysis. During the procedure, scar tissue, necrotic tissue and metallosis were noted. The femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not return it.